Manufacturer narrative:
Additional information: b5. Correction: b1 - adverse event / product problem. G1 - contact office email and mfg site email. H1 - type of reportable event. H6 - adverse event problem: annex e and f. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 06mar2025: the device lot number was not obtained. It was reported following a cesarean section delivery, a cook bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage [pph] secondary to uterine atony and a retroperitoneal bleed. The device was placed transabdominally and initially inflated with 500ml of saline; an additional 150ml of saline was instilled after device leak was noted. The rapid installation (j-sosr) component was not used. The device was indwelling less than an hour. The device was handled in the proximity of sutures. Hemostasis was eventually achieved following administration of unspecified hemorrhage medications, blood transfusions, bakri device use, and a supracervical hysterectomy. The patient lost 1557ml of blood; blood loss following device use and the exploratory laparotomy is unknown. A total of 46 units were transfused, including 19 units rbc's, 6 units of platelets, 8 units of cryoprecipitate, and 13 units of plasma. Additional interventions include maternal resuscitation and transfer to a higher level of care in the intensive care unit. The patient had not received any prenatal care and had a history of one prior cesarean section delivery.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
. Correction: d3 and g1 investigation ¿ evaluation it was reported that the 'cook bakri postpartum balloon with rapid instillation components' leaked during unknown procedure. The balloon had a leak after inflation and had to be removed. It was reported following a cesarean section delivery, a cook bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage [pph] secondary to uterine atony and a retroperitoneal bleed. The device was placed transabdominally and initially inflated with 500ml of saline; an additional 150ml of saline was instilled after device leak was noted. The rapid installation (j-sosr) component was not used. The device was indwelling less than an hour. The device was handled in the proximity of sutures. Hemostasis was eventually achieved following administration of unspecified hemorrhage medications, blood transfusions, bakri device use, and a supracervical hysterectomy. The patient lost 1557ml of blood; blood loss following device use and the exploratory laparotomy is unknown. A total of 46 units were transfused, including 19 units rbc's, 6 units of platelets, 8 units of cryoprecipitate, and 13 units of plasma. Additional interventions include maternal resuscitation and transfer to a higher level of care in the intensive care unit. The patient had not received any prenatal care and had a history of one prior cesarean section delivery. The device lot number was not obtained. The complaint device was not returned; therefore, no visual inspection, dimensional and/or functional testing of the product could be performed, and it is unable to determine if this is a manufacturing issue. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be completed due to lack of lot information from the user facility. A complaint history database search could not be completed due to lack of lot information from the user facility. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, no product was returned, and results of the investigation, cook concluded that the cause of the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D4: lot number = asku e3: occupation = interim director of children's services; department = pediatrics and nicu; health professional = yes h3: not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 'cook bakri postpartum balloon with rapid instillation components' leaked during unknown procedure. The balloon had a leak after inflation and had to be removed. Additional information has been requested but is not available at this time.